Manufacturer narrative:
The complaint cannot be verified. The material meets product specifications. The used and unused cartridges were visually inspected, leak tested and glide force measured. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. In addition, the glide force test results were in accordance with the specifications. The cartridges fulfill their specifications. One used and one unused infusion set were received for examination. The samples were visually inspected and tested for flow and tightness. The test results were within specifications. The delivery accuracy, occlusion limits and alarm functions of the insulin pump were tested successfully and the results were within the product specifications. No malfunction of the device could be observed. The received adapter is contaminated.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient's experienced hyperglycemia of up to 400 mg/dl for the past 3-4 weeks, and she's often detected dampness in the cartridge compartment of the infusion device. On (B)(6) 2014, her blood glucose was 308 mg/dl at 3:50 am and 3.9 i.u. Of insulin was delivered via the infusion device, 231 mg/dl at 7:54 am and 3.0 i.u. Of insulin was delivered via the infusion device, and 260 mg/dl at 11:29 am and 2.5 i.u. Of insulin was delivered via the infusion device. The cartridge will be returned for evaluation due to an allegation of leak, and the infusion device will also be returned for evaluation.